Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic unilateral hernia repair, the device was used at the beginning of the operation to create the inguinal space. When the surgeon started doing the dissection, it was noticed that there was a leak from the 10mm port part of the device. Then the valves were seen sitting inside the patient's cavity. The surgeon removed the device completely and used a reusable port that comes in the surgical instrumentation set. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection noted the valve seal was disengaged. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. The dissector balloon and trocar balloon were inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seals was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.